Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers began to ramp and then all buttons became unresponsive. Customer's blood glucose was 160 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.